Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear, significant edge loading of the femoral head on the acetabular liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the monitoring reported due to early prosthesis wear is a combination of the risk factors factors including, use error, implant positioning, implant size selection, and patient factors.

Event description:
The 84 year old female involved was reported for wear monitoring of her tha due to early prosthesis wear approximately 6 years after the index surgery. The prosthesis wear was able to be confirmed from the provided radiograph, however the devices were not available for evaluation as they remain implanted.